Manufacturer narrative:
RMA issued. Replacement navlock univ violet tracker shipped to site (B)(4) 2014. Suspect device has not been returned to manufacturer for analysis.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system performed as intended and the reported event could not be duplicated by medtronic personnel. The device was returned to the manufacturer for analysis. With markers attached and fully seated and a known good instrument inserted, the tracker returned good geometry and divot error verifying without issue. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Therefore, the software investigation was unable to determine root cause without further information since the behavior could not be replicated.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy of approximately 1 to 3mm when using the violet navlock tracker with a 5.5mm tap. The surgeon was using the violet tracker with a new universal drill guide (udg). The medtronic representative recommended the surgeon switch to using a gray navlock tracker with the 5.5mm tap, re-verified the instrument and confirmed it was tracking accurately for the surgery. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.